Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left gonadal vein using a pod packing coil (pod pc) and a non-penumbra microcatheter. During the procedure, while advancing the pod pc through the microcatheter, the hospital technician experienced resistance and kinked the pusher assembly of the pod pc. Therefore, the pod pc was removed. The procedure was completed using another pod pc and the same microcatheter. There was no report of an adverse effect to the patient.